Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. The device was received with scratched lcd window.

Event description:
The customer reported having an MRI, but she took off the insulin pump and put on the table with her other belongings. When she got home her insulin pump alarmed motor error. The blood glucose reading was 229mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.